Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The device was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint was confirmed. The root cause of the ventilator inoperative condition was due to a sensor drift of the main flow sensor. The device was recalibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.